Event description:
Customer reported no fluoro, a generator communication error, and cannot connect to rus. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface and x-ray controller boards. System operates as intended. This MDR is related to ge healthcare complaint number.